Event description:
A distributor reported a malfunction related to a customer using the code malf 16-0x20e6 in sweden. The customer declined to provide specific details on whether their blood glucose levels exceeded 500 mg/dl, so the impact on blood glucose levels was unknown. To resolve the issue, the customer was informed that a replacement pump was necessary, which was confirmed and sent by tandem technical support. The customer was instructed to return the malfunctioning pump within 10 days using a pre-paid label and return box, although they did not disclose what backup insulin therapy they would use in the meantime.